Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital for fever and persistent diarrhea. An echocardiogram was performed and confirmed the presence of vegetation on the implanted right ventricular (rv) lead. The patient was treated with antibiotics and the pacemaker system was explanted. A new system will be implanted following resolution of the infection. No additional adverse patient effects were reported.